Event description:
The facility representative reported a bad battery during biomed testing on site. The hospital representative did not have informaton regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed. The batteries were replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Evaluation conducted on site.